Event description:
It was reported that noise was noted on the egms and was classified as vf. No hv therapy was delivered. All electrical measurements were in range. The physician decided to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.